Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Coolguard cvc(central venous catheter) balloon not intact. Draining ns bag from coolguard cvc line into pt. Line changed.